Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte stent delivery system (sds) with stent and no other devices. There was blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Magnified and visual inspection confirmed there was no damage to the stent. There was a complete hypotube separation 17cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. There were numerous kinks throughout the hypotube. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in a mildly tortuous left circumflex (lcx) artery. Following predilation with a 1.5x20mm unspecified balloon catheter, a 2.50mm x 8mm liberté¿ bare metal stent was selected for use to treat the target lesion. However, during the procedure, "the stent has not passed" and was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in a mildly tortuous left circumflex (lcx) artery. Following predilation with a 1.5x20mm unspecified balloon catheter, a 2.50mm x 8mm liberté¿ bare metal stent was selected for use to treat the target lesion. However, during the procedure, "the stent has not passed" and was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.